Event description:
The customer reported that she activated the pod on (B)(6) at 1:14 pm. Her blood glucose history for the day is as follows: see scanned table. She deactivated the device after the last reading.

Manufacturer narrative:
The returned device was evaluated and evidence of a fluid leak was noted in the pod. A damaged cannula was determined to be the root cause. Qualification records were reviewed and the product lot met all acceptance criteria.